Manufacturer narrative:
Unit was received with currents in specification. Unit was unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unable to verify excessive no delivery due to prime anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window. No motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.